Event description:
The customer reported a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protection equipment (ppe), consisting of gloves, goggles and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
The customer was able to troubleshoot the leak on his own. The customer stated that they found the tubing from port 3 of the blood sampling valve (bsv) had popped off. The customer re-attached the tubing and the instrument ran without any leaks. Beckman coulter service was not dispatched for this event. The cause of the leak was that tubing popped off port wm3 of the bsv. (B)(4).